Event description:
A nurse from the user facility reports enlargement of the incision was required to accommodate removal and replacement of the intraocular lens (iol) when a scratched optic was noted following insertion.